Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The customer reported complaint for the platform displayed error message user advisory (ua) (B)(4) (patient temperature sensor failure) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). As a precautionary action to reduce the probably of reoccurrence, the temperature sensor the power distribution board were replaced. No physical damage was noted during visual inspection. Archive data review indicated error message user advisory (ua) (B)(4) (patient temperature sensor failure) occurred around the reported event date. Ua (B)(4) indicates that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The platform passed the initial functional testing without any fault or error. Multiple testing was performed and the temperature sensor is functioning properly. A run-in test was performed using the 95% patient large resuscitations test fixture (lrtf) with a known good test batteries until discharge without any fault. The platform has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, bystander manual CPR was performed by the nursing staff immediately after the witnessed cardiac arrest in a skilled nursing facility. When ems arrived, autopulse was deployed by the ems crew. Autopulse did not start and did not perform any compression. Quick trouble shooting was performed. Further trouble-shooting attempts were abandoned to avoid potential delay of the patient care. Manual CPR was then performed for about 50 minutes. Rosc was not achieved by manual CPR. For a trained user, the time to trouble-shoot or change battery should be quick, similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. The short interruption will not negatively impact the patient outcome. The death was not related to the use of the autopulse device. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
During a 911 call for a patient experiencing cardiac arrest, the crew placed the patient on the platform and when they tried to start compression, the platform displayed error message user advisory (B)(4) (patient temperature sensor failure). The crew tried multiple times to reposition the patient, power cycled the platform and switched batteries; however, the error message persisted. The crew then reverted to manual CPR. Manual CPR was performed for 50 minutes by the crew. Rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead by the ER physician. The patient death was not attributed to the autopulse platform.